Event description:
Byte aligner system did not properly assess me before starting treatment. Because of this and their continued unethical medical practices I have persistent medical issues. They deny me help or to remedy the situation. When I was sold this device, I was told that it was 13 week process and that the condition of my teeth was not severe- a simple straight forward alignment they said. After 2 years of treatment my teeth are in the worst condition ever. I have advanced gum disease, gum recession and bone loss, my teeth are chipped and breaking from chewing in their misaligned state and tmj- which I had before I started treatment- they never told me their product could make that worse.